Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "it was reported that the threads on the stem extractor clamp cross threaded and will not allow it to clamp onto the stem. Please ship replacement." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the threads of the stem extractordle were damaged. Additionally, the device was seized between the se bolt thread and the se nut. Therefore, the unable to assemble allegation can be confirmed. The evaluation of the returned device, as well as previous failure analysis performed of related complaints ((B)(4)), found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, ultimately causing the fracture of the stem extractor bolt during attempts to untighten the seized assembly. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the stem extractor clamp cross threaded and will not allow it to clamp onto the stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.